Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
New (B)(4) created in order to update (B)(4) (legacy system) complaint number (B)(4). Reason for original complaint: bilateral patient: litigation papers allege patient suffered bilateral hip pain and discomfort, which negatively affected his ability to walk, "vmove", sleep, and his ability to perform his job. It is further alleged he also ambulates with a limp as a result of his symptoms and was injured by excessive levels of chromium and cobalt. Update 03/19/2012: plaintiff's preliminary disclosure (ppd) form and implant sticker sheet received which identified the patient's date of birth. There was no new information that would change the outcome of the investigation. Complaint file updated and ppd attached to file. Update: 1/29/2014 - sales rep reported revision surgery for the right hip. Patient's right hip was revised to address elevated metal ion levels and ossification. There is no new additional information that would affect the investigation. This complaint was updated on: 02/18/2014. Update 11/19/2018 - (B)(4) was re-open under (B)(4) due receipt of a der. It was reported that the patient had an asr implanted. Revised cup to a zb cup with poly liner and a ceramic head. Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip.